Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing and a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope was last used in a procedure on (B)(6) 2023 and was last reprocessed on (B)(6) 2023. The scope was not used between the procedure and when it was reprocessed. The scope was quarantined after the positive test. Additional reprocessing was done prior to returning the device for evaluation. The device was stored in a cabinet at room temperature under normal air concentration. The device was returned to olympus for a device evaluation. Evaluation found the following: due to a chip on plastic distal end cover, the insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to deformation of the lock engagement lever, the up/down knob cold not be locked securely, the plastic distal end cover had a chip, the adhesive on the bending section cover rubber had a chip, and the right/left knob was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.